Manufacturer narrative:
B3 - date of event: event date was estimated to the date the literature was published. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Liu, h., dong, z., & fu, w. (2025). Coil migration: from ruptured aortic pseudoaneurysm to bronchus. Ejves vascular forum, 64, 124-127. Https://doi.org/10.1016/j.ejvsvf.2025.07.001.

Event description:
It was reported via case study that coils migrated within the patient, requiring additional intervention. The patient presented with tuberculous aortic arch pseudoaneurysm. Given the stable condition and the absence of symptoms, the patient was transferred to another hospital for further antituberculosis therapy before limited surgical treatment. One month later, the patient presented with a ruptured pseudoaneurysm with an enlarged sac. Consequently, an emergency thoracic endovascular aortic repair (tevar) was performed using a non-boston scientific stent graft, along with coil embolization of the ruptured pseudoaneurysm and left subclavian artery using an unknown number of interlock coils. Post-operative vital signs were stable; the patient was then discharged after three days with continuing anti-tuberculosis treatment. Eight months after the initial intervention, the patient returned to the clinic. While her post-operative condition was stable, she presented with a choking cough with a sensation of a foreign body in the larynx. Follow up cta revealed no endoleak in the aneurysm, while coils were identified in both bronchi, trachea, and larynx. Bronchoscopy confirmed the cta findings. It was difficult to directly remove the coils with grasping forceps, so a q switched neodymium-yttrium aluminum garnet (nd:yag) laser was used. While the laser could disintegrate unstretched coils, it was unsuccessful for stretched ones. Therefore, a hook scissor was used instead to cut the coils into pieces and remove them. The aortobronchial fistula was finally exposed after most coils were removed. After exposing the aortobronchial fistula, it was decided to terminate the bronchoscopy for two reasons: firstly, with most of the coils within the respiratory tract being successfully removed, the patients symptoms were expected to be alleviated; secondly, aggressive retrieval of the coils could potentially inflict secondary damage to both the aneurysm wall and the bronchus. The patients symptoms were relieved following the intervention and she was subsequently discharged. The patient opted for conservative surveillance to ensure further migration did not occur. The 17 month follow up cta showed no further migration of coils into the bronchus.

Manufacturer narrative:
B3 - date of event: event date was estimated to the date the literature was published. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Liu, h., dong, z., & fu, w. (2025). Coil migration: from ruptured aortic pseudoaneurysm to bronchus. Ejves vascular forum, 64, 124-127. Https://doi.org/10.1016/j.ejvsvf.2025.07.001.

Event description:
It was reported via case study that coils migrated within the patient, requiring additional intervention. The patient presented with tuberculous aortic arch pseudoaneurysm. Given the stable condition and the absence of symptoms, the patient was transferred to another hospital for further antituberculosis therapy before limited surgical treatment. One month later, the patient presented with a ruptured pseudoaneurysm with an enlarged sac. Consequently, an emergency thoracic endovascular aortic repair (tevar) was performed using a non-boston scientific stent graft, along with coil embolization of the ruptured pseudoaneurysm and left subclavian artery using an unknown number of interlock coils. Post-operative vital signs were stable; the patient was then discharged after three days with continuing anti-tuberculosis treatment. Eight months after the initial intervention, the patient returned to the clinic. While her post-operative condition was stable, she presented with a choking cough with a sensation of a foreign body in the larynx. Follow up cta revealed no endoleak in the aneurysm, while coils were identified in both bronchi, trachea, and larynx. Bronchoscopy confirmed the cta findings. It was difficult to directly remove the coils with grasping forceps, so a q switched neodymium-yttrium aluminum garnet (nd:yag) laser was used. While the laser could disintegrate unstretched coils, it was unsuccessful for stretched ones. Therefore, a hook scissor was used instead to cut the coils into pieces and remove them. The aortobronchial fistula was finally exposed after most coils were removed. After exposing the aortobronchial fistula, it was decided to terminate the bronchoscopy for two reasons: firstly, with most of the coils within the respiratory tract being successfully removed, the patients symptoms were expected to be alleviated; secondly, aggressive retrieval of the coils could potentially inflict secondary damage to both the aneurysm wall and the bronchus. The patients symptoms were relieved following the intervention and she was subsequently discharged. The patient opted for conservative surveillance to ensure further migration did not occur. The 17 month follow up cta showed no further migration of coils into the bronchus.